Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
This supplemental is to correct the follow-up report - should have been yes instead of blank.